Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected blood glucose test result range is 165 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer provided that they were recently diagnosed with gestational diabetes. On (B)(6) 2016 at 12:00pm, a blood test was performed by the customer fasting and produced test result of 55mg/dl. During the call on (B)(6) 2016, a blood test was performed by the customer non-fasting and produced test result of 65mg/dl. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is 03/17/2016. Adverse event not reported.